Event description:
It was reported that the patient had a rotator cuff repair on (B)(6) 2005. The implant was sitting proud due to the bone around the implant deteriorating over time and causing discomfort. The surgeon scheduled the removal of the implant from the patient`s shoulder on (B)(6) 2013. The patient was healed so no new implants were necessary. The repair is still intact. Patient doing fine to date

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. A most likely cause of the event is that with time and as stated in the event description, there was further progression of osteoarthritic condition resulting in compromise of the original device and /or fixation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.